Event description:
It was reported that "forward firing" was observed. Additional information was not reported. No patient / user injury reported.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2015.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap exhibits burning of the metal at the fracture location; the metal cap exhibits severe charred detritus adhesion; the glass cap exhibits severe devitrification at the output window; the metal cap adhesion location exhibits burnt glue; the glass cap is protruding from the metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, the product complaint of "forward firing" could not be confirmed; a proximal fracture and glue failure were observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)